Manufacturer narrative:
Pt info unavailable as no pt was present during this concern. Per RMA, a replacement break out box was sent to site. Eval of the suspect box showed the insulation has been cut at both ends of the cable, near the strain relief. There are also broken wires at the connectors to the tiu. Tested the box and none of the ports are functional.

Event description:
Medtronic rep reported the cable on the break out box (bob) was frayed near the box. Event did not occur during surgery and no pt was present.